Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was "high", specific value not provided. Customer administered insulin manually to address their elevated bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.